Event description:
The shaft of a protege everflex stent became separated during procedure. The stent deployed without further complication or harm to the patient.====================== manufacturer response for stent, protege everflex======================rep has made arrangements to pick up device for evaluation.